Event description:
Due to pt's sudden deterioration in respiratory status, a pulmonary embolism was suspected and a pulmonary arteriogram was attempted on 1/28/95. After advancing catheter to the pulmonary outflow tract, contrast was injected which then appeared to extravasate into the pericardial sac. Both the heparin and procedure were stopped. Pt subsequently became acutely hypotensive requiring left anterior thoracotomy with pericardiotomy; suture repair of ventricular perforation; and open cardiac massage. Pt's condition had been tenuous prior to this event, and although did improve somewhat, pt subsequently deteriorated and expired on 2/7/95. Cause of death felt to be multisystem organ failure complicating case of systemic sepsis to cholecystitis.